Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure (patient identifier, age, gender, and weight unknown). According to the complainant the basket snapped off the end of the wire and has remained inside the patient. The patient was reported to be stable at the conclusion of the procedure but will return for a pcnl.

Manufacturer narrative:
Analysis of the returned zero-tip nitinol retrieval basket revealed device basket missing and not returned. The sheath was stretched 3.65cm out of specification. There were several kinks found on the sheath which prevented the drive wire from moving within and out the sheath. Functional check found that once the sheath was shortened and kinks cut away the drive wire moved in and out the sheath with ease. Based on the result of the product analysis and the information provided within the complaint event, the most probable cause for this complaint is operational context. The complaint is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure (patient identifier, age, gender, and weight unknown). According to the complainant, the basket snapped off the end of the wire and has remained inside the patient. The patient was reported to be stable at the conclusion of the procedure but will return for a pcnl.

Manufacturer narrative:
Patient gender: male. Follow up information received stating patient is (B)(6). Exact age is unknown.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a lithotripsy procedure (patient identifier, age, gender, and weight unknown). According to the complainant the basket snapped off the end of the wire and has remained inside the patient. The patient was reported to be stable at the conclusion of the procedure but will return for a pcnl.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.